Event description:
Paramedics responded to person described as in cardiac arrest and down for an unknown period of time. The device was connected to pt and pt was diagnosed as in asystole. Cardiopulmonary resuscitation was initiated and the pt loaded into the ambulance for transport to the hosp. In transit, cardiopulmonary resuscitation was continued and epinephrine administered and the pt's rhythm appeared to convert to fine ventricular fibrillation. The operator attached the adapters to the standard paddles and charged the defibrillator. According to the rptr, the device did not transfer energy to the pt. This opinion was based on the observation that the pt's muscles did not jump and the energy level display did not drop immediately, but drifted to zero. The rptr stated that a second attempt was similarly unsuccessful. The pt was not resuscitated.